Manufacturer narrative:
High performance liquid chromatography (hplc) testing confirms no issues with the instrument. No additional discordant patient results from the instrument in question are reported at this time. A review of the filter data indicated no systemic issues linked to the discordant patient results or instrument errors. Samples were not returned to siemens for repeat testing. The cause of the discordant depressed tacrolimus (tac) is unknown. No product problem was identified. The device is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
MDR 2517506-2017-00767 was also filed for the same customer inquiry. Quality control was within specification during the test date. Siemens is investigating the incident.

Event description:
A discordant depressed tacrolimus (tac) result was obtained on a patient sample on the dimension exl system. The result was reported to the physician and questioned. The sample was sent to an alternate lab and tested on high performance liquid chromatography (hplc) and a lower result was obtained. No corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant depressed tac result.